Manufacturer narrative:
The patient's exact weight is 63.5 kg. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the ascending colon during an endoscopic reintervention procedure performed on (B)(6), 2021. On (B)(6), 2021, a delayed hemorrhage occurred and the patient experienced bleeding. The bleeding was treated with coagulation hemostasis with coagulation grasper of post esd ulcer. The physician deemed the event not related to the device and probable related to the procedure. The patient was hospitalized for endoscopic reintervention and was discharged from the hospital on (B)(6), 2021.